Event description:
Both channels a and b initiated without complications. Approx 18 minutes after initiating, channel b suffers an alarm activation for an air sensor. Unsuccessful with 4 attempts to clear air sensor alarm by removing cassette, flushing line, and re-inserting. Medication is then transferred from channel b to channel c, restart attempted. Alarm now in channel c for cassette jammed. Cassette removed and reinserted, now with a notification to "press in cassette". Both crew members inspected cassette for proper insertion. Next, the cassette is removed and an entire new full set is primed and re-inserted into channel c. At this time a fault notification above channel a with continuous alarms. Despite attempts to restart channels b or c, a brief flash of the green light, and then pump stops without infusing any further medication. Two buttons present for "re-try or svc." Re-try is attempted without any success to troubleshot alarm. Svc button is then pressed in attempts to clear and now locks out all three channels from any changes. During the previous troubleshooting attempts from fault notification, a second alaris med sys ivac minimed triple channel infusion pump was retrieved from equipment bag. Pump powered on without alarm for nearly 15 - 20 seconds. When preparing to insert cassette into channel a, alarm for fault again activates with fault above channel a. Cassette inserted into channel b. Alarm active with display to call alaris for maintenance which is cleared to obtain standard display. Once in standard view, active fault alarm continues with all lights blinking red. Both pumps are unable to be successfully loaded and started.